Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and on an unknown date and mesh were implanted along with concurrent laparoscopic assisted vaginal hysterectomy / bilateral salpingo-oophorectomy, laparoscopic burch colposuspension procedure, laparoscopic retropubic paravaginal repair, complex posterior repair with mesh, fascial replacement and uterosacral colpopexy vaginal vault suspension due to stress urinary incontinence, cystocele, rectocele, uterovaginal prolapse, bilat paravaginal defects, complete loss of integrity of the posterior rectovaginal and pubocervical fascia, and liver cyst. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, including a mesh revision in (B)(6) 2005 and in (B)(6) 2006. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.